Manufacturer narrative:
Concomitant medical products: model: c6tr01, cardiac resynchronization therapy pacemaker (crt-p); implanted: (B)(6) 2017. Model: yrecx28375, abdominal stent graft, implanted: (B)(6) 2004. Model: yrbr2816165, abdominal stent graft, implanted: (B)(6) 2002. Model: yrir16115, abdominal stent graft, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed elevated / fluctuating threshold levels. The patient is a participant in the post approval clinical surveillance product surveillance registry. The lead remains in use. No patient complications have been reported as a result of this event.